Event description:
It was reported that a malfunction alarm with the code 12 occurred, but no notable events happened before the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which they understood.